Event description:
It was reported during routine check that the cardiosave intra-aortic balloon pump (iabp) failed all self-tests. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site city, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: b5, b6, b7, h6 (health effect ¿ clinical code, health effect ¿ impact codes) biomedical engineer (bme) resolve breakdown internally before engineer go down. A getinge field service engineer (fse) hasn't gone onsite to check the machine because bme personnel said the issue was resolved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed all self-tests.